Event description:
Additional information was received approximately two months later that the patient's ejection fraction has improved. The device was removed as the patient was getting shocked for atrial arrhythmias, which patient has since had an ablation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 26 shocks in one day that appeared to be inappropriate based on an atrial driven rhythm with conduction that was double counted by the device. It was noted that the smart pass feature was off during the episodes, which may have been due to small signal sizes. The shocks appeared to induce the patient into ventricular fibrillation (vf), but the device was able to convert the rhythm. The patient felt symptomatic, but was not syncopal. The field representative performed an automatic setup and the device chose secondary vector again with a 1x gain. Therapy rate cut-off was increased in both therapy zones. Ts discussed that medication may be needed to control the conducted rhythm and possibly an ep test and then to test vectors with conduction disturbances. No adverse patient effects were reported.